Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in switzerland: "underinfusion - blood products" according to the customer: "amp look after the on site pm work for b. Braun for both the infusion pumps and the dialysis clinics. The amp technician works closely with the hospital engineers and is likely to pick up on topics of conversations in the workshops."